Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011 the patient underwent following procedure, posterolateral arthrodesis, t10-t11. Posterolateral arthrodesis t11-t12, t12-l1, l1-2, l2-3, l3-4 and l4-5. Placement of posterior segmental instrumentation utilizing pedicle screw fixation spanning 8 vertebral segments, t10, t11, t12, l1, l2, l3, l4 and l5. Bilateral lumbar laminectomy l2 with bilateral partial l1-2 partial facetectomies and bilateral l3 foraminotomies. Bilateral l3 laminectomy with bilateral partial l2-3 partial facetectomies and bilateral l3 foraminotomies. Bilateral l4 laminectomy with bilateral partial l4-5 partial facetectomies and bilateral l5 foraminotomies. Bilateral l5 laminectomy with bilateral partial l4-5 partial facetectomies and bilateral l5 foraminotomies. Use or auto-localized bone graft from the same incision. Aspiration of right posterior iliac crest with harvest of osteoprogenitor cells. Preoperative diagnosis: severe lumbar multilevel congenital acquired spinal stenosis l2-3, l3-4 and l4-5 with neurogenic claudication and radiculopathy. Thoracolumbar scoliosis. Rotary instability, l2-3, l3-4 and l4-5. As per op notes: ¿the facet joints and thoracic spine, the thoracic lamina as well as the transverse processes of the thoracic spine, facet joints and transverse processes of the lumbar spine were aggressively decorticated and abundant bone graft including bone morphogenic protein as well as local autograft bone graft from the same incision and bone marrow aspirate and a collagen carrier were placed in the inner weaning segment to allow fusion. The wound had been aggressively irrigated throughout the procedure.¿ postoperatively patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.